Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware was failed. A field service engineer guided the customer through the process of recovering a drawer. The customer verified that preventative maintenance was performed. The device was then tested using the hardware test application. The system functioned as intended after the field service engineer troubleshot the device. E.1.initial reporter facility: uchealth cancer care anschutz medical campus pharmacy

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the hardware was failed.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.